Manufacturer narrative:
(B)(4) method: the subject rt380 breathing circuit was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: leak testing confirmed that the breathing circuit was outside specification. A crack was identified in the elbow connector. Conclusion: the investigation identified a crack in the elbow connector causing an air leak. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit triggered an unspecified alarm during patient use. There were no patient consequences.